Event description:
Reporter alleged blood glucose measured hi and took 18 units of insulin, however, started to feel sick and when retested, glucose was hi again. It was stated paramedics measured a glucose result of 14 mg/dl within 2 minutes and customer was transported to the hospital where she was treated with a glucose IV and food. A request was made for the return of the suspect product and replacement product was sent.